Manufacturer narrative:
Analysis was completed. No device anomalies found.

Event description:
It was reported the patient presented in clinic with pocket erosion and pocket infection. The system was explanted. The patient was stable.